Manufacturer narrative:
The sensor kit expiration date is 31-may-2022. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510k as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a sensor detachment with an adc device due to exposure to moisture. As a result, customer experienced "heaviness" and required third-party intervention (a relative, a neighbor, a friend) who provided juice, sugar, food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor patch and no issues were observed. Visual inspection was performed on the sensor adhesive and no issues were observed. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a sensor detachment with an adc device due to exposure to moisture. As a result, customer experienced "heaviness" and required third-party intervention (a relative, a neighbor, a friend) who provided juice, sugar, food as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.